Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a bridge bolus was incorrectly performed. The patient was seen on (B)(6) 2014 to have preservative free normal saline (pfns) refilled in the pump and programmed to minimum rate. It was noted that the patient made a decision to be weaned off the pump therapy. For the prior 1 year, the patient felt as though they were not getting therapy. The patient believed troubleshooting had been performed, but did not recall what was done. The patient now wants the pump back as their underlying medical problems are requiring intrathecal baclofen (itb) therapy. On the day of report, (B)(6) 2014, the patient had their pump filled with 2000mcg/ml at 100mcg/day. The duration of the bolus was to be for 11 hours and 34 minutes. It was noted that the actual concentration of pfns in (B)(6) was programmed to 100 mcg/ml at 0.62 mcg/day. The healthcare professional decided not to remove system contents and elected to program the pump to simple continuous. It was noted that based on 58 day time frame and a total tube volume (ttv) of 0.484 ml there was still 0.1244 ml of old gablofen left in the catheter. It was discussed that the patient would get drug for 2.48 days, then no drug dose due to pfns and then drug again. The pump was used to infuse gablofen, and at the time of report was used to infuse saline and gablofen. Additional information received reported that there were no other medications the patient was taking at the time of the event. The patient had symptoms of increased spasticity. It was reported that no programming error occurred, ¿just seeking assistance¿. The patient was reportedly stable.